Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Based on customer's report proceeding in troubleshooting per customer alleging possible pump under delivery caused by the infusion set bent cannula. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime device during prime test due to faulty forced sensor reading (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly.